Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 127 ohms. Technical services (ts) discussed options for commanded shock. Upon review of the electrogram (egm) there was no noise present. Further, boston scientific representative stated that the patient was seen in clinic by the physician. The plan was to increase the shock impedances limit to 150 ohms. All other lead tests were normal. This rv lead remains in service. No adverse patient effects were reported.